Event description:
A dialysis home pt rec'd a system error 2240 alarm in dwell "2/4" during treatment using homechoice device. The pt noted his cat had bit a hole in the homechoice cassette tubing. The home pt discontinued treatment at the time of the alarm and reset homechoice with new disposables to continue treatment. The home pt was given prophylactic antibiotics and there was no pt injury associated with this incident per the home pt.